Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that over-sensing was observed on the right ventricular lead. The cause of the over-sensing could not be confirmed though noise could have been a source. An insulation anomaly was noted during the procedure. The lead was explanted and replaced successfully. The patient tolerated the procedure well and was discharged the following day.